Manufacturer narrative:
THE REPORTED ADVERSE EVENT/INCIDENT WAS INVESTIGATED IN ALIGNMENT WITH ENDOLOGIX OPERATING PROCEDURES AND WORK INSTRUCTIONS. WHERE POSSIBLE, IT IS ENDOLOGIX PRACTICE TO MAKE AT LEAST THREE GOOD FAITH EFFORTS TO RETRIEVE A REPORTED ADVERSE EVENT/INCIDENT RELATED MEDICAL RECORDS AND MEDICAL IMAGING; HOWEVER CURRENTLY NONE ARE AVAILABLE. AN EVALUATION OF THE MANUFACTURING RECORD COULD NOT BE COMPLETED. THE PART NUMBER/LOT NUMBER COMBINATION NEEDED FOR DEVICE IDENTIFICATION REMAINS UNKNOWN. THE USER FACILITY WAS UNABLE TO PROVIDE THIS INFORMATION. AN EVALUATION OF THE DEVICE COULD NOT BE COMPLETED. THE DEVICE WAS NOT RETURNED TO ENDOLOGIX FOR EVALUATION BECAUSE IT REMAINS IMPLANTED. A CLINICAL EVALUATION OF THE ADVERSE EVENT/INCIDENT COULD NOT BE COMPLETED. NO MEDICAL RECORDS NOR MEDICAL IMAGING RELEVANT TO THE REPORTED ADVERSE EVENT/INCIDENT WAS RECEIVED BY ENDOLOGIX. THE USER FACILITY WAS UNABLE TO PROVIDE THIS INFORMATION. DUE TO THE ABSENCE OF MEDICAL RECORDS AND MEDICAL IMAGING; DEVICE, USE, PROCEDURE, AND/OR ANATOMY RELATEDNESS TO THIS ADVERSE EVENT/INCIDENT COULD NOT BE EVALUATED. THE FINAL PATIENT STATUS REMAINS UNKNOWN. THE FINAL PATIENT STATUS WAS NOT MADE AVAILABLE TO ENDOLOGIX. NO ADDITIONAL INVESTIGATION OF THIS REPORTED ADVERSE EVENT/INCIDENT IS PLANNED. HOWEVER, SHOULD ADDITIONAL INFORMATION RELEVANT TO THE INVESTIGATION OUTCOME BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. ENDOLOGIX WILL CONTINUE TO MONITOR THIS AND SIMILAR ADVERSE EVENTS/INCIDENTS. H3 OTHER TEXT: DEVICE REMAINS IMPLANTED.

Event description:
THE PATIENT WAS INITIALLY TREATED FOR AN ABDOMINAL AORTIC ANEURYSM (AAA) WITH THE IMPLANTATION OF AN AFX2 BIFURCATED STENT GRAFT AND AN AFX VELA SUPRARENAL AORTIC EXTENSION. THE EXACT DATE OF THIS PROCEDURE IS UNKNOWN. ON (B)(6) 2026, THE PATIENT WAS REFERRED FROM ANOTHER FACILITY FOR AN EMERGENCY PROCEDURE. THE REFERRAL WAS DUE TO AN ENLARGEMENT OF THE ANEURYSM, WHICH WAS ASSOCIATED WITH A TYPE 3A ENDOLEAK. DURING THE EMERGENCY PROCEDURE, IT WAS OBSERVED THAT THE JUNCTION OVERLAP BETWEEN THE STENT GRAFTS WAS APPROXIMATELY ONLY ONE STENT SEGMENT. TO ADDRESS THE ENDOLEAK AND REINFORCE THE JUNCTION, AN A28-28/C95-O20V VELA SUPRARENAL AND AN A28-28/C95V VELA INFRARENAL WERE DEPLOYED FOR RELINING. THE FINAL PATIENT STATUS WAS NOT REPORTED.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (AAA) with the implantation of an AFX2 Bifurcated Stent Graft and an AFX Vela suprarenal aortic extension. The exact date of this procedure is unknown. On (b)(6) 2026, the patient was referred from another facility for an emergency procedure. The referral was due to an enlargement of the aneurysm, which was associated with a type 3A endoleak. During the emergency procedure, it was observed that the junction overlap between the stent grafts was approximately only one stent segment. To address the endoleak and reinforce the junction, an A28-28/C95-O20V Vela suprarenal and an A28-28/C95V Vela infrarenal were deployed for relining. The final patient status was not reported.Additional information: It was reported that the patient arrived at the facility in a state of shock, with severe abdominal distention and extremely poor hemodynamics. The Vela implantation was determined to be necessary as a life-saving intervention. The procedure was completed and the patient's blood pressure temporarily stabilized. The endoleak resolved following the implantation, resulting in improved hemodynamics. Due to severe abdominal distention caused by blood accumulation, a decompressive laparotomy was performed to evacuate blood and relieve pressure. Adrenaline was administered in response to a drop in blood pressure. The patient developed pulseless electrical activity, prompting the initiation of chest compressions. The clinical situation was explained to the patient's family, and cardiopulmonary resuscitation (CPR) was discontinued at their request. The patient subsequently passed away.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with Endologix operating procedures and work instructions.An evaluation of the manufacturing record could not be completed. The Part Number/Lot Number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to Endologix for evaluation because it remains implanted.A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by Endologix shows the type 3A endoleak and additional endovascular procedure (two additional Vela cuffs) are confirmed. The aneurysm enlargement, additional surgical procedure (open laparotomy) and reported death are unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. It was reported that a non-Endologix proximal cuff was implanted at the index procedure to treat a type 1A endoleak. It is unclear whether concomitant product usage contributed to the reported event. The clinical assessment determined that there was evidence to reasonably suggest aortic rupture occurred that was not included in the event as reported. The aortic rupture was discovered 24 July 2026 during review of the still axial view Computed Tomography (CT) image. The final patient status was reported as death following unsuccessful resuscitation efforts. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.Corrections:B2: Outcomes Attributed to AE has been updated.B5: Describe Event or Problem has been updated.D4: Model Number has been updated.D4: Lot # has been updated.D4: Expiration date has been updated.D4: Unique Device Identifier (UDI) # has been updated.D6A: Case date has been updated.D10: Concomitant Product has been updated.G3: Awareness Date has been updated.H1: Type of reportable event has been updated.H4: Release date has been updated.H10/H11: Additional Manufacturer Narrative/Corrected data has been updated.